Manufacturer narrative:
Follow-up #1: date of submission 06/30/2014, animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box data revealed a sudden drop in voltage occurring over a period of three hours, which lead to a low battery warning and then a replace battery alarm. On investigation, all electrical current draws were found to be within specification. The pump was exercised for 24 hours without duplication of short battery life issue. No intermittent condition of the power circuit was found on investigation. Unrelated to the original complaint, the display screen was found to be dim and discolored.

Event description:
The distributor contacted animas on (B)(6) 2014 alleging a new lithium battery was inserted into the pump and the following morning the pump gave a ¿low battery¿ warning. The reporter stated this had happened with two other new lithium batteries. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged battery life issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.